Event description:
--

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed that there was fracture in the lead coils. The proximal segment of the lead was returned and the composition of the outer insulation, wire insulation, and the wire are consistent with a fineline lead mode 4469. The outer insulation showed a kink at the distal end of the suture sleeve at the location where the coil fracture was found at 186 mm from the terminal pin. Additionally, both the anode and the cathode showed an inclusion at the origin and areas of fatigue and overload. Both wires had a titanium rich inclusion at the origin which is likely titanium carbo-nitrides from the mp35n manufacturing process. Thus, the failure mode for both fractured wire was fatigue.

Event description:
Boston scientific received information that this right atrial lead exhibited high lead impedance measurements of greater than 3000 ohms. The lead was explanted and successfully replaced. The device was explanted at the same time, to avoid an additional surgery in the future.